Event description:
It was reported that during a da vinci-assisted surgical procedure, the system displayed a non-recoverable error fault after inadvertently hitting the power plug connection to wall power outlet. The system then alerted with high pitched alarm that was unable to be cleared. The customer received phone assistance from the technical support engineer (tse). Upon verification, tse indicated that they are unable to recognize a high-pitched alarm as a sound that a davinci system will typically produce. The customer provided the system information and stated that the surgeon already elected to convert the procedure to open surgery due to patient anatomy and further indicated that it was not system related. After this, the customer ended the call. Tse reviewed the system logs and confirmed a related error fault confirming the event. The error fault was clearable; however, no troubleshooting with the tse was performed. Intuitive surgical, inc. (Isi) followed up with the site and obtained the following additional information regarding the reported event. It was stated that the operating room power outlet was found to be overused. At the time of the event, the customer noticed that the system lights were red when the system was disconnected. Customer confirmed that the noise was actually coming from the omnicell and not the system. It was again confirmed that the procedure was converted to open surgery due to the patient's anatomy. There was no system issue to consider, the system had nothing to do with the decision to convert to open surgery. There was no known patient health complication.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. The field service engineer (fse) followed up with the site and customer informed that the issue resolved after the power plug was pulled out of the wall power outlet receptacle. No system issue was confirmed. No site visit was conducted. The system was working properly and no additional action was required as the issue was resolved. .